Event description:
The biomedical engineer (bme) reported that the ed department called them to notify them of nibp issues. The nibp will inflate on the ay input unit, but not release pressure. The ay input unit is part of the bedside monitor (bsm) system. When they tested it, they found that the connector was loose. On a simulator, all it did was inflate and never released pressure. No error messages. No evidence of physical damage or fluid intrusion. Only the ay unit has returned for evaluation. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ed department called them to notify them of nibp issues. The nibp will inflate on the ay input unit, but not release pressure. The ay input unit is part of the bedside monitor (bsm) system. When they tested it, they found that the connector was loose. On a simulator, all it did was inflate and never released pressure. No error messages. No evidence of physical damage or fluid intrusion. Only the ay unit has returned for evaluation. No patient harm was reported. Concomitant medical device: the following devices were being used in conjunction with bsm unit and was the unit that failed: input unit model: ay-653p, sn: (B)(4), device manufacturer date: 01/20/2011, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 09/02/2021, approximate age of device: 126 months.